Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 501 mg/dl and ketone level was high. Customer went to the emergency room and after 2 hours, bg was 164 mg/dl. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous insulin was administered to address bg. Elevated bg/dka were resolved. Customer was released from the hospital on (B)(6) 2019 with no permanent damage. Customer alleged elevated bg was due to not eating and may be due to the pump. Customer reverted to using an alternate pump for insulin therapy. Customer declined tandem technical support¿s offer to perform a pump system check and declined to provide further information.